Manufacturer narrative:
The manufacturer previously reported a ventilator (B)(4) on MDR 2518422-2018-02310 that was incorrect. The correct (B)(4).

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative condition was observed. The device's interface board was replaced to address the issue.